Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient¿s implant had not helped their symptoms since implant on (B)(6) 2016. Their symptoms had been getting worse and the patient had to go to the bathroom many times during the day and night. The patient¿s health care provider (hcp) only instructed them to adjust the stimulation and not the programs. The patient¿s spouse saw the poor communication screen on the patient programmer with the antenna. The programmer wouldn¿t do telemetry with the antenna. Without the antenna, they were able to get to the therapy screen. The patient was currently on program 1 at 0.6v. The patient¿s spouse increased stimulation to 0.7v and the patient was not sure if they were feeling stimulation, but would leave it there and continue monitoring their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the consumer on 2016-06-27. They reported that the patient was still on program 1 at 0.7v and had not increased stimulation. The patient had no improvement in symptoms. The patient¿s spouse increased them to 0.8v and stimulation was too uncomfortable. The patient changed to program 2 at 1.3v and it was comfortable in all positions. The patient would have an appointment to see their health care provider (hcp) at the end of (B)(6) 2016. The patient had been sent a new programmer for poor communication and it only had access to program 1. The patient would just us the old programmer to make adjustments for now with no antenna attached. The consumer later reported that they didn¿t feel stimulation. The patient¿s stimulation was off and they turned it back on and increased to a comfortable level. Additional information was received on 2017-jun-23. It was reported that their ins was removed ¿because it didn¿t work.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.